Event description:
It was reported that the patient underwent revision surgery due to screw pull out post-operatively.

Manufacturer narrative:
This device is confirmed to be a concomitant product. No issue with this screw was reported by the sales representative.

Event description:
The device has been deemed concomitant.